Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient's ipg was unable to connect with following an unrelated surgery. Patient did not place ipg into surgery mode prior to having the unrelated surgery. Troubleshooting was unable to resolve the issue and the ipg is inoperable. The next course of action is undermined at this time.

Event description:
It was reported during follow up the ipg was explanted and replaced resolving the issue.